Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Burns are a known inherent risk of device use as stated in the instructions for use.

Event description:
It was reported that during an ureteroscopy procedure, the fiber broke mid case and burnt the finger of the physician. The procedure was completed with another fiber without patient complications.

Event description:
It was reported that during an ureteroscopy procedure, the fiber broke mid case and burnt the finger of the physician. The procedure was completed with another fiber without patient complications.